Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: low draw.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: low draw.